Event description:
A report was received that following the trial implant procedure the patient developed an infection at the lead site. Symptoms included pain, fever, and swelling. The patient was hospitalized and given antibiotics. The patient then underwent a lead explant procedure. The physician was unsure whether the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient is doing well.

Event description:
A report was received that following the trial implant procedure the patient developed an infection at the lead site. Symptoms included pain, fever, and swelling. The patient was hospitalized and given antibiotics. The patient then underwent a lead explant procedure. The physician was unsure whether the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear¿ lead with enhanced stylet, 50cm. Model #: sc-3138-35, serial #:(B)(4), description: scs phiii ext 35cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.